Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of three for the same event; see also 0001032347-2016-00132 through 00134. Remains implanted.

Event description:
The sales associate reported the appliers broke before tightening. Three rapidflap ls clamps were used in the operation. All of the three appliers were broken before tightening the clamps well. The doctors managed to complete the procedure. However, they were not able to tighten the clamps. Therefore, they used the threads to secure them. All the implants have been left in the patient. The customer reports the products were stored in a refrigerator by the hospital. No adverse events were reported.